Event description:
It was reported that several episodes of inappropriate high voltage therapy, oversensing of ventricular noise, and an increase in threshold were observed. Variable sensing was also noted. Lead dislodgement was suspected. Lead was explanted and replaced. There were no adverse consequences for the patient.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.